Event description:
Preoperatively the pt was reported by the surgeon to have excruciating pain. Following implantation the surgeon stated the pt's pain increased to intolerable levels. Swelling was also noted, suggestive of infection. At the time of explant surgery, no infection was found. After removal of the devices, the pt's pain has disappeared.